Manufacturer narrative:
The reported field event of capacitor charge timeout was confirmed. Review of device data showed the device had a charge timeout during capacitor maintenance. The charge timeout was replicated during testing in the laboratory. A hybrid anomaly was determined to be the cause of the reported event.

Event description:
It was reported during remote follow up that the implantable cardioverter defibrillator capacitor exhibited a failure to charge. No intervention was reported. The patient was stable and asymptomatic.

Event description:
New information received notes that the device was explanted and replaced on (B)(6) 2024. The patient was stable and asymptomatic.